Event description:
This patient underwent right rotator cuff repair in 2001. Subsequently, the patient developed a postoperative wound infection which required further hospitalization and surgical repair. The suture had been used during wound closure in the original surgery.